Manufacturer narrative:
A review of lot file b131 was performed. There were no non-conformances reported for this lot. This lot met all release requirements. A complaint lot review of b131 was conducted and there were no other drive tube leaks reported to date for this lot. No trends were detected. Service order feedback (B)(4): the field engineer will replace the centrifuge door due to contamination. The fe is waiting the arrival of the door and will then replace it. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the drive tube leak cannot be determined based solely on the info provided by the customer. CAPA # (B)(4) has been opened to address cellex drive tube failures. Mxp# (B)(4).

Event description:
Customer is reporting a drive tube leak. Name and function of complainant: same as reporter. Customer reported a drive tube leak at the beginning of the treatment. Customer stated that the pt was fine. Treatment was restarted on a different instrument. Customer will not return any product for investigation. Service order# (B)(4) was created to inspect the instrument.